Event description:
The pacemaker was implanted on (B)(6) 2020. Reportedly, during the pre-discharge check performed on (B)(6) 2020, high ventricular lead impedance measurements (over 3000 ohms) and high ventricular capture threshold were observed. Consequently, the physician performed a pull-test the next day, which confirmed a proper connection. The associated leads were disconnected from the pacemaker and tested with a pacing system analyzer (psa), which revealed regular leads performances for the lead impedance and the capture threshold. Despite several attempts, the same abnormal behavior was observed upon each re-connection of the leads to the pacemaker. The pacemaker was therefore replaced and the issue was solved.

Manufacturer narrative:
Expertise of the returned unit did not reveal any anomaly. Based on available data, it is suspected that the reported behavior resulted from a lead-pacemaker connection issue at ventricular level. However, a ventricular lead issue could not be excluded with certainty.

Event description:
The pacemaker was implanted on (B)(6) 2020. Reportedly, during the pre-discharge check performed on (B)(6) 2020, high ventricular lead impedance measurements (over 3000 ohms) and high ventricular capture threshold were observed. Consequently, the physician performed a pull-test the next day, which confirmed a proper connection. The associated leads were disconnected from the pacemaker and tested with a pacing system analyzer (psa), which revealed regular leads performances for the lead impedance and the capture threshold. Despite several attempts, the same abnormal behavior was observed upon each re-connection of the leads to the pacemaker. The pacemaker was therefore replaced and the issue was solved.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The pacemaker was implanted on (B)(6) 2020. Reportedly, during the pre-discharge check performed on (B)(6) 2020, high ventricular lead impedance measurements (over 3000 ohms) and high ventricular capture threshold were observed. Consequently, the physician performed a pull-test the next day, which confirmed a proper connection. The associated leads were disconnected from the pacemaker and tested with a pacing system analyzer (psa), which revealed regular leads performances for the lead impedance and the capture threshold. Despite several attempts, the same abnormal behavior was observed upon each re-connection of the leads to the pacemaker. The pacemaker was therefore replaced and the issue was solved.